Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during basal and bolus deliveries. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the blockage was determined to likely be in the cartridge. The customer reported that they planned to change their supplies.